Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to update the entry in d6b: explant date.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. Reportedly, the skin of the patient inevitably sticks out because of the large size of that antenna part. A revision was performed, and the pacemaker was explanted while the right ventricular (rv) lead and right atrial (ra) lead remain in service. Additional information received indicates that there are no issues other than infection. The reddish tint is due to inflammation, not hematoma. The skin was red from the antenna area to the bottom of the main unit. Further information was received that indicates the ra lead is now explanted. No additional adverse patient effects were reported. The ra lead was not returned for analysis. Additional information was received indicating that the screw of the vector lead did not return to its normal form, and it is difficult to retract. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to update the entry in d6b: explant date. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance, inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. Reportedly, the skin of the patient inevitably sticks out because of the large size of that antenna part. A revision was performed, and the pacemaker was explanted while the right ventricular (rv) lead and right atrial (ra) lead remain in service. Additional information received indicates that there are no issues other than infection. The reddish tint is due to inflammation, not hematoma. The skin was red from the antenna area to the bottom of the main unit. Further information was received that indicates the ra lead is now explanted. No additional adverse patient effects were reported. The ra lead was not returned for analysis. Additional information was received indicating that the screw of the vector lead did not return to its normal form, and it is difficult to retract. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the skin of the patient inevitably sticks out because of the large size of that antenna part. There were no additional adverse patient effects reported. The ra lead remains in service.